Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - end caps: tibial nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, a hardware removal, nonunion of a tibia will be performed and revised with a tibial nail on (B)(6) 2021. Current hardware in the patient is unknown as well as patient information. There was a patient consequence reported. This complaint involves an unknown number of device/s. This report is for (1) unk - end caps: tibial nail. This report is 2 of 3 for (B)(4).